Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic procedure was finished as planned. A philips field service engineer (fse) visited the site checked the logfile and confirmed the reported issue. The fse replaced the area exposure product (aep) dose area product (dap) measurement chamber and the wired foot switch. Log file analysis identified a defective aep dap measurement chamber. Part failure analysis was performed on the returned parts, but no failures were found. After the replacement of the aep dap measurement chamber and wired foot switch, the system was returned to use in good working order.

Event description:
It was reported to philips that the device would freeze when performing fluoroscopy or exposure via the wired footswitch. No harm was reported to philips. Philips has started an investigation of this complaint.